Event description:
It was reported, a presentation of stryker trauma products was being done in the (B)(4) for a surgeon. During the presentation the device was bent by the surgeon while he was inspecting the plate.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.